Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full-height main drawer 6.2 was not detected on the bus, and the screen did not allow recovery of the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that a loose row board connection caused the cubie detection issue. A field service engineer verified the customer-reported issue with main half height enhanced drawer 6.2, where multiple cubies were not detected on the bus; reseated the row board connection at the 392 board and restored communication. Customer confirmed successful recovery. The system functioned as intended after the field service engineer repaired the device.